Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent successfully deployed at lcx and one endeavor sprint drug-eluting stent successfully deployed at rca. Approximately 21 months post index procedure patient was hospitalized due to hematencephalon (cva), dapt was discontinued. Approximately 25 months post index procedure patient expired. Cause of death is unknown. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Evaluation results and conclusion: (cva/stroke, death). (B)(4).

Manufacturer narrative:
Investigator assessed the event hematencephalon (hemorrhage) as not being related to the device.